Manufacturer narrative:
The footswitch was returned and thoroughly inspected/tested. The complaint of the footswitch's cut pedal sticking/not responding properly was verified as reported. The footswitch was very worn and old [i.e., more than eight years old (8)]. Most likely its condition and age is an important factor involving the malfunction of the device [note: the typical useful life of these types of devices is four (4) years.]. The footswitch is unrepairable and therefore is being discarded (note: the customer was advised to order a replacement footswitch.). No issues were found during a review of the accessory's device history record (DHR). The involved medical personnel are being made aware of the findings. No trends have been identified with this issue. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the vio two pedal footswitch with bracket, ap and ip x8 equipment (footswitch) was involved in a patient incident. The accessory was used with an erbe vio electrosurgical unit (esu). During an endoscopic retrograde cholangio-pancreatography (ercp, sphincterotomy), the footswitch's cut pedal became stuck resulting in a longer cut and bleeding than desired. To immediate resolve the issue, epinephrine was used to control the bleeding. No additional information was provided in regards to the patient's condition.